Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colectomy when making a functional end to end anastomosis, the device was unable to be fired when it was fired during the operation. A new product was used immediately and the operation was completed. There was no patient harm.